Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the patient reported diaphragmatic stimulation. The left ventricular lead was reprogrammed to different vectors and no stimulation was present. One week later, the patient returned for a check and reported an occasional jumping sensation on their left side at night. Reprogramming was done again. The patient was seen a third time a week later with symptoms better, but still present. Reprogramming done at time resolved the issue. The lead remains in use. The patient is a participant in the (B)(6) registry clinical study. No further patient complications have been reported as a result of this event.